Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged, and the outer tube had a dent. A root cause could not be identified. Based on the results of the investigation, since the customer allegation could not be reproduced, a root cause could not be identified. Additionally, the most probable cause of the damaged fiber bonding in the outer tube area (distal end) and the dent in the outer tube was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the gynecologic laparoscope had a loose plug connection and no image. The event occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.